Manufacturer narrative:
Additional information: a correlation between the device and the reported hemolysis could not be conclusively determined. Hemolysis is listed in the instructions for use as a potential adverse event that may be associated with the use of the heartmate ii left ventricular assist system. The patient remains on vad support. A review of the device history records revealed no deviations from manufacturing or quality assurance specifications. The manufacturer is closing the file on this event.

Event description:
Additional information: it was reported that the patient continues to remain in the hospital on intravenous bivalirudin awaiting transplant. The patient has continued to have occasional power increases, but has not had any adverse events. The patient's lactate dehydrogenase level reportedly fluctuates between 400-600 u/l.

Manufacturer narrative:
(B)(4). Approximate age of device ¿ 5 months. The pump remains in use in use supporting the patient. No further information was provided. A supplemental report will be submitted when the manufacturer's' investigation is completed. Placeholder.

Event description:
The patient was implanted with a left ventricular assist device (lvad). It was reported that on (B)(6) 2015, the patient was admitted to the hospital due to hemolysis. The patient's lactate dehydrogenase was 675 u/l, plasma hemoglobin was 21 g/dl, and inr was 2.8. The patient is currently on IV bivalirudin.